Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument sparked when energized at grasping point. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to have originated from inside the jaw. Cauterizing was being performed. The maryland bipolar forceps were in use when the event occurred. The erbe was used on the setting cut: not used, coag: 3. When the arcing occurred, the instrument tip was in contact with the tissue. The patient has not returned to the hospital due to any complications. The instrument was inspected prior to use. The instrument was connected properly. No photographic images or videos are available.